Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure (bipolar not working) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the bipolar energy was not working. The site reported the generator made a tone, when the surgeon attempted to activate, but no energy at the instrument. Tse recommended power cycling the erbe vio. Moreover, it was stated that the erbe's bipolar was not firing again. The procedure was completed as planned with no reported injury.